Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visit hospital and emergency medical service for high and low blood glucose on (B)(6) 2018. The blood glucose level was unknown. The customer did not report symptoms. The customer stated that the high blood glucose level was due to bent cannula. Customer declined troubleshooting for bent cannula. The insulin pump will not be returned for analysis.